Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the rupture issue was observed at the middle part of the balloon . The procedure was completed with a different device. There were no further patient complications nor injuries reported and the patient was in good condition.